Event description:
It was reported to boston scientific corporation that six minutes into a hydrothermal ablation procedure, using a hydrothermal procedure set, the fluid loss alarm was triggered. According to the complainant, the physician noted that the cervix looked dry throughout the preceding hysteroscopy and although the cervix still appeared dry during the ablation procedure, the physician continued the procedure. Reportedly, two minutes later, the fluid loss alarm triggered again and the physician aborted the procedure. It was further reported that after the procedure, the physician noticed two minor first degree burns just outside the vagina; the physician treated the burns with silvadene cream and bacitracin ointment.

Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.